Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there was pump "leakage" observed. Pump supplies were changed; however, an undefined pump issue occurred. Customer's blood glucose (bg) was 658.8 mg/dl. Customer was admitted to the hospital. Although requested, type of treatment and hospital discharge date were not provided.

Manufacturer narrative:
B5: customer reported that customer delivered correction boluses to address elevated blood glucose. Customer vomited. At hospital, customer was diagnosed with diabetic ketoacidosis (dka) and was treated with an "insulin sliding scale, fluids and potassium". Customer was discharged the next day.